Event description:
It was reported that on two separate dates, one of which was in (B)(6) 2011, the patient was admitted to the hospital for low blood glucose levels. The patient did not provide any details about her diagnosis, blood glucose levels or treatment. Prior to one of these events, the patient was not feeling well and had not eaten all day. The patient's husband tested her blood glucose level to be 50 mg/dl, and she was treated with orange juice. Emergency services were contacted and the patient was transported to the emergency room. The patient noted she was on medication for shingles, had had a stroke and back surgery. It was not possible to troubleshoot the pump, as the patient refused. The patient allegedly suffered blood glucose levels suggesting severe hypoglycemia while using the pump and received emergency medical attention and hospitalization. Therefore this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that the date changed from (B)(6) 2011 to (B)(6) 2011 and from (B)(6) 2011 to (B)(6) 2011. The daily insulin delivery totals were inconsistent due to the time and date resetting. There was no activity outside normal use observed in the pump history. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.